Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. Pump settings and delivery history were reviewed with the pt's mother and confirmed as accurate. No conclusions can be made at this time.

Event description:
It was reported that the pt was hospitalized for dka and elevated blood glucose levels.